Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. The insulin pump passed the displacement test. The insulin pump was received with case cracked behind the insulin pump near the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had crack where the battery was and it was not functioning. The customer¿s blood glucose level was 120 mg/dl. The customer reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.